Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that a transient ischemic attack (tia), asystole and left bundle branch block(lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. A lotus introducer sheath(lis) was placed, and then the native aortic valve was treated with balloon aortic valvuloplasty(bav), in accordance with the instructions for use(IFU). Asystole was noted prior to the lotus edge valve being advanced to the atrioventricular node. Next, subsequent deployment of a 25 mm lotus edge valve involving successful repositioning of the lotus edge valve with partial re-sheathing of the lotus edge valve in the delivery system catheter in accordance with the IFU and deployment into a more accurate position within the aortic annulus was performed. Post procedure event summary: on the same day post index procedure, the subject developed asystole and was diagnosed with tia. Hospitalization was prolonged to further evaluate the asystole and the tia was treated medically. 1 day post index procedure, the subject developed new lbbb. Hospitalization was further prolonged to evaluate the lbbb. At the time of reporting, the events were considered recovering.